Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was crushed at 18.0cm to 18.4cm from the connector pin. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
This report is to advise of an event observed during analysis.